Manufacturer narrative:
Per the user facility's biomedical technician (bmet), the unit had returned to a green battery status and was operating as intended. The field service representative (fsr) was unable to verify any issue with the power supply, batteries or charging. The unit operated to the manufacturer's specifications.

Event description:
Before use of the device for a cardiopulmonary bypass (cpb) procedure, the unit had a red battery status. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.